Manufacturer narrative:
Additional information: h6, h11: h11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not infuse. This was observed upon device detachment from the patient. The device was filled with trabectedin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.